Manufacturer narrative:
Investigation included user education and troubleshooting, including confirming dexcom g7 use, toggling the cgm selection on the ilet, and advising a 30-minute pairing window. Investigation of this case revealed that the cgm pairing to the ilet had not yet completed while the dexcom app continued to display sensor data, consistent with a pairing or connectivity issue localized to the ilet interface. It was concluded that the event was attributable to a cgm not paired condition to the ilet, resolved through standard troubleshooting without clinical harm.

Event description:
It was reported that the patient disconnected from the ilet for approximately 1.5 hours while playing a game and, upon reconnection, the ilet did not receive cgm readings from a dexcom g7 sensor even though the dexcom app displayed data, indicating a communication and pairing failure between the ilet and the cgm. Symptoms included no adverse clinical effects and no reported glycemic symptoms. Outcomes included no impact to blood glucose management as reported by the caller and no medical intervention or hospitalization.